Event description:
It was reported that after implant the lead became dislodged. The lead was difficult to reposition. It was also reported that the lead was expired at the time of implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed).